Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The customer stated that infusion set was stuck in shell. It was unknown that auto mode feature was active or not at the time of incident. The pump will not be returned for analysis.